Event description:
The medical assistant reported that a pt received the 2nd unilateral orthovisc injection, in her right knee and had itching and refused to continue the injections and to date the itching has not resolved. The pt was contacted for details regarding her reaction. The pt reported that instantaneously after her 1st injection she began itching everywhere except the soles of her feet but did not have any localized symptoms, no swelling or skin rash. The pt confirmed she had a unilateral injection in her right knee but disagree with the surgeon's office that she had the 2nd orthovisc injection. The pt reported that she was given a 6 day round of prednisone initially by the surgeon. Then due to her symptoms, a walk-in clinic prescribed another 6 day round of prednisone. The pt stated she has many allergies, arthritis, and diabetes. The pt stated that she is on coumadin and has been under the regular care of her pcp monthly, her last visit (B)(6) 20113.

Manufacturer narrative:
The pt's pcb sent her to a dermatologist who prescribed creams (type unk) to use with minor improvement. The pcp advised a skin biopsy, no results to date. The pt believes it is a systemic histamine reaction at least triggered by the orthovisc. The pt reported that her itching has improved but is not totally resolved, lasting almost a year. The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.